Event description:
It was reported that the control-iq algorithm increased basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the customer was unable to provide a cgm blood glucose (bg) reading and meter bg reading at the time of the event. As a result of the increased basal, customer's blood glucose (bg) level lowered to 22 mg/dl and lost consciousness. Customer required assistance by emergency medical technicians giving a "shot" and was transported to the emergency room. Customer was admitted into the intensive care unit. Customer was treated with intravenous fluids of saline to address bg level and was released from the hospital the next day, (B)(6) 2025 with the issue resolved. System check with tandem technical support did not identify any additional issues with the pump or related supplies. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.